Event description:
Complainant alleged that during the incoming inspection of the device, it was displaying a "pacer disabled", "fault 72", "cannot charge" and a "cannot pace" error message. The complainant indicated that there was no patient involvement in the reported malfunction.